Manufacturer narrative:
The peritonitis was manifested by ¿heavy stomach pains¿ and cloudy peritoneal dialysis (pd) effluent. On the same day as peritonitis onset, the patient was hospitalized for the event. The following day, the patient began treatment for the peritonitis with cefazolin and ceftazidime, 1 gram daily (routes were not reported) for eight days. Five days after being admitted, the patient was discharged from the hospital. On an unreported date, physioneal and nutrineal therapies were discontinued due to the peritonitis event. Concomitant products: physioneal 40; nutrineal; homechoice. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for and the outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if physioneal/nutrineal therapies were ongoing. No additional information is available.